Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump was not "keeping up" with expected insulin delivery. Customer's blood glucose (bg) was 240mg/dl. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Pump data was not available for tandem technical support to perform a review to determine a possible cause. Reportedly the customer reverted to manual injections for insulin therapy.